Manufacturer narrative:
Event methods, evaluation, and conclusion codes: updated. No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. G5: 510k is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer stated that when the nurse was puncturing the patient in the emergency care service department, the clinician noticed resistance in the catheter, and the blood did not return. When the device was removed from the patient's vein it was realized that part of material had remained in the patient's vein. It is not known if there was any harm or injury to the patient. The hospital was immediately notified verbally by the nurse of what had happened. Outcome and resolution for the patient have not been reported at this time.